Event description:
It was reported that slow flow occurred requiring amputation. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2.4mm jetstream xc, 1.85mm jetstream sc and a ranger balloon were selected for use. While using the sc 1.85, which worked as intended, it almost got stuck, but by fixing the tip of the catheter in place, the resistance was relieved, and it was possible to continue using it as before. Treatment was started from the right groin in an ipsilateral antegrade direction. The sfa lesion was passed easily with a 0.035 inch guide wire. To treat below the knee first, changed to a 0.014 inch guide wire, passed through the lesion in the posterior tibial artery, expanded the balloon, and checked the blood flow below the knee. The guide wire was replaced with a thruway 0.014 and 5-6 cm of severely calcified sfa lesion was treated using the jetstream sc 1.85 mm and xc 2.4 mm. The lesion length was 2-3 cm. The lesion was pre-dilated with a 6mm diameter balloon and ranger 6x150. Slow flow was observed in the sfa on the final contrast image. A vasodilator was administered. Although the slow flow situation continued for a while, there was no problem with selective contrast imaging below the knee, so the procedure was completed. Patient had an endarterectomy of the common femoral artery (cfa) of the same toe, at which time no ulcer was found on the same toe. The ulcer subsequently progressed, leading to the present treatment. The patient was originally judged to have poor cardiac function and no lower leg below the ankle joint and was not able to tolerate bypass, so the treatment was constructed with endovascular therapy (evt). Due to the severe calcification, it was predicted that drug coated balloon (dcb) alone would not be able to treat the problem, it was decided to use jetstream. Although the influence of peripheral embolization was suggested, it was also suggested that the lack of treatment for the lower leg below the ankle joint might also be a contributing factor. Afterwards, the area below the ankle became cold, causing pain and the risk of infection, resulting in an amputation on (B)(6) 2023. The patient was stable after the amputation.